Event description:
It is reported that the device was implanted in 2005, and that the patient was revised in 2009, due to loosening and pain.

Manufacturer narrative:
As returned, the femoral component contains significant amount of bone cement and bone, indicating it was well-fixed, which agrees with the surgeon's intra-operative description of the femur. The articular surface exhibits signs of pitting on the condylar surfaces, along with backside wear patterns. The tibial baseplate does not exhibit any sign of cement or bone on the distal surface, suggesting that the loosening occurred between the implant / cement interface. The distal surface also contains rotational wear patterns, indicating the tiba baseplate was rotating relative to the bone cement. Furthermore, there are signs of wear to the proximal tray that are similar in pattern to those on the backside of the articular surface, that are typical of micromotion. X-rays were provided, however, they cannot be used to suggest reasons for loosening. It appears that the loosening occurred from an inability of the cement to provide mechanical and adhesive fixation of the tibial baseplate to the bone. However, the reason for this is unknown. Patient size and activity level are relatively high, however, it is unknown the degree to which these could have caused the loosening. Additional information such as cement technique, rehabilitation protocol, and the progression of the loss of fixation between the cement and the tibial baseplate may be helpful in determining the cause of the complaint. However, without additional information, the cause cannot be determined. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.